Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the manifold valve was sticking. Additional malunction was the gear clamp was leaking.